Event description:
Reporter alleged discrepant back-to-back blood glucose results of 79 mg/dl on the inform system compared to 39 mg/dl performed in a laboratory when tests were performed within 10 minutes. Reporter stated that patient was treated with 1 ampoule d50. A request was made for the return of the suspect device and replacement product was sent.